Event description:
It was reported that prior to deploying the embolization coil, the physician catheterized an anterior communicating artery (acom) aneurysm using a competitive microcatheter (echelon-10, microtherapeutics, inc, (B)(4)) and inadvertently caused a slight dissection. Thereafter, the physician, performed balloon-assisted coil embolization. After an embolization coil was deployed into the acom aneurysm, the physician believed that he had detached the coil. However, upon abruptly retracting the embolization coil system delivery pusher, the coil appeared to have not detached. The coil was advanced into the aneurysm and was detached in the normal manner. Following balloon deflation, the coil mass protruded into the parent artery, thereby diminishing blood flow. Medical intervention consisted of physician placement of a neuroform stent (boston scientific corp, (B)(4)) across the neck of the aneurysm to optimize parent artery blood flow. No pt harm reported.

Manufacturer narrative:
Sample analysis: no eval has been performed on the complaint sample as it was discarded by the user. The root cause cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.